Event description:
It was reported that during the implant attempt, threshold and sensing values could not be obtained. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the full lead was returned and analyzed. No anomalies were found. However, there was blood on the electrode - tip electrode.